Event description:
During an acdf implant procedure on (B)(6) 2012, the center hole of the vectra plate, with 10 holes, being implanted had a missing elgiloy clip. The sales consultant was initially in the case, left early and was replaced by another sales consultant. The sales consultant reported that the issue is that the 4 level plate does not get used that much and there is a possibility that the clip fell out. The sales consultant reported that he had the plate for three years. The surgeon decided to leave the plate in and was not concerned. There was no screw inserted with the missing clip. There was no adverse effect to the patient or delay to the surgery reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacture date for this device is 8-nov-2012. The source of the manufacture date is the DHR.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Contact office: (B)(4).